Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021 using a nasal swab sample. The consumer reported that while performing the antigen self test, a small amount of blood was noticed on the nasal swab. The consumer asked technical services (ts) if this would interfere with the results of the antigen self test. Ts advised that a small amount of blood should not interfere with the accuracy of the test results. An unknown covid-19 test was performed on an unknown date which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.